Event description:
A customer contacted beckman coulter (bec) reporting fluid dripping on the floor below the modular chemistry side of the synchron lx20 pro clinical analyzer. The customer could not identify the source of the leak. The customer also stated that the instrument was intermittently generating high pressure low errors. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds due to the uncontained leak. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to inspect the system. The fse found that line #15 was pinched. The fse replaced line #15 on the ise module because it was pinched which resolved the issue. System performance was verified by the fse. Fse confirmed failure mode to be a pinched ise line #15. (B)(4).